Event description:
A (B)(6) male with diagnosis of metastatic colon cancer. Port placed in (B)(6) 2010 not functioning properly, possible infection. Port was removed without difficulty. Pt transferred to outpatient recovery in stable condition.